Manufacturer narrative:
(B)(4). The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: wisdom, inflation: boston scientific, guide cath: 7f jr, sheath: 7f, other: reopro. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the mid right coronary artery with mild calcification. The 3.0 x 33 mm xience prime stent delivery system (sds) was advanced and inflated; however, the sds could not deflate. The inflation device was detached and re-attached, but the balloon could not be deflated. After 90 seconds, the balloon was removed still inflated. No additional information was provided.